Manufacturer narrative:
(B)(6). (B)(4). PMA/510(k): this part is not approved for use in the united states; however a like device catalog # 54840016540, 510k # k091974 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent mis-tlif at l5-s1 levels. Post-op, the patient complained of nerve symptom. It was found that l5 right screw was deviated. The revision surgery was operated to correct insertion direction on (B)(6) 2015 doctor comment that the insertion direction was wrong.

Event description:
In the revision conducted on (B)(6) 2015, the surgeon changed the insertion trajectory of the l5 screw on right and then re-inserted the screw to complete the surgery.